Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4 batch # unk. B3: only event year known: 2023. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during end to end anastomosis leakage in her laparoscopic anterior resection converted open case. Surgeon complained on powered echelon circular stapler cdh29p does not cut off suture from tissues in anterior resections cases. Surgeon used purse string applicator in this case. Part of donut is thin after firing cdh29p and surgeon do perform suture reinforcement. Surgeon complained that the suture tie at the tissue does not cut off upon firing of cdh29p. Surgeon does perform air leak test, there is no air leak during intra operations. The surgeon further adds on a stoma for the patient. The patient have anastomosis leak few hours after post operation and infections. Patient undergo relaparotomy. However, the patient is currently stable but still stay in the ward of the hospital. The patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient require revision surgery or hardware removal. Patient undergo relaparotomy,

Manufacturer narrative:
(B)(4).date sent: 1/4/2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: 1. What were the indications for surgery? It was mid rectal ca. 2. What surgical procedure was performed? Low anterior resection and covering ileostomy. 3. Did the patient receive any preoperative chemotherapy or radiation? Patient undergo preoperative chemotherapy and radiation. 4. Were there any issues experienced with the device in the initial surgical procedure? No , there is no issues. 5. What healthcare professional fired the device and what is his/her experience with the device? She is a surgeon, she is familiar with the device and she handle the device before. 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Within the green setting scale. 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Healthcare profession did pre compression 15 second and retighten prior to firing. 8. Were there any issues with device use/firing? No issue. 9. What confirmation was received that the device completed the firing sequence? Green checkmark is visible at the end of firing, breakaway washer is heard. 10. Was the green checkmark visible at the end of the firing? Yes, green checkmark is visible at the end of the firing. 11. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turn counter clockwise on the adjusting knob were used to open the device 12. Was there any difficulty removing the device? No difficulities when removing the device. 13. Was a complete transection of the white breakaway washer visually confirmed? Yes, the white breakaway washer visually confirmed. 14. Were the donuts inspected? If so, please describe. Donuts were inspect. Donut is complete. However, in distal donut, it is thinner around 2 millimetres around on the anterior part where the string located. Proximal donut formation is all good. 15. Were there any issues noted with staple formation? If so, please describe the shape and location. Surgeon inspected, there is no issue with staple formation from outside view. 16. Were there any issues with device use/firing? No issue with device use/firing. 17. What confirmation was received that the device completed the firing sequence? Green checkmark is visible at the end of firing, breakaway washer is heard. 18. Was the green checkmark visible at the end of the firing? Yes, green checkmark is visible at the end of the firing. 19. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full-turn counterclockwise on the adjusting knob were used to open the device. 20. Was there any difficulty removing the device? No difficulties when removing the device. 21. Was a complete transection of the white breakaway washer visually confirmed? Yes, the white breakaway washer visually confirmed. 22. Were the donuts inspected? If so, please describe. Donuts were inspect. Donut is complete. However, in distal donut, it is thinner around 2 millimeters around on the anterior part where the string located. Proximal donut formation is all good. Surgeon does perform suture reinforcement on the thin area. 23. Were there any issues noted with staple formation? If so, please describe the shape and location. Surgeon inspected, there is no issue with staple formation from outside view. 24. Was a leak test performed? If so, what type and what was the result? Air leak test was performed intra operation and the result is negative. 25. Was the staple line visualized endoscopically during the initial surgical procedure? Surgeon does not perform endoscopically inspected. Surgeon do reinforce the staple line with suture. 26. How many days postoperative did the leak occur? 5 day after the operation is done ((B)(6) - surgery day, (B)(6), leak occur) 27. How was the leak identified? Drain show¿s fault smell discharge, surgeon suspected feculent materials and patient is sceptic looking. 28. What was observed at the site of the leak upon reoperation? When reoperation, infected hematoma surrounding the anastomosis. Surgeon performs leak test in the second operation, and it is positive. 29. How was the leak addressed? It is small anastomotic leak, there is no anatomical anastomotic defect (shape is maintain, there is no hole) but when perform air leak test, bubble appears from the anterior side (same with area where the thin distal donut area was spotted on the first surgery). 30. Were there any issues experienced with the device in the initial surgical procedure? No, there is no issues experienced with the device in the initial surgical procedure. 31. Does the surgeon believe the device was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Surgeon have used the device for many times in the past and believe in the device in cutting performance. However, currently surgeon main concern is on the device¿s performance on cutting the suture attached to the distal donut. As if the cutting of suture is not complete, does it have complete sealing at the donut side? Other contributing patient factors. 1. This patient is elder patient. 2. Patient is post chemotherapy. 32. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) answered by surgeon and I also attended the case together with the surgeon on the operation day itself. Additional information. 1. Both sides suture knot also not cut or only one side suture knot does not cut? Both sides of suture knot are not cut. 2. How does the patient tissues look like to you? (May describe if possible) tissue was regular edge but thin around 2mm at anterior resection. 3. Surgeon main concerns. Performance of our cdh29p on the cutting of suture attached. Surgeon main fear is if the suture knob does not cut off, how can the suture that left behind be ensure there is no leaks occur again?